Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right atrial (ra) channel. The ra lead was a non-boston scientific product. The physician was planning a lead revision. Prior to the procedure the field representative was unable to recreate any noise and impedances were decreased a little. Boston scientific technical services (ts) discussed signal artifact monitor (sam) and minute ventilation artifact. The decision moving forward with a lead revision or reprogramming the device was the physicians discretion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific, and an investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right atrial (ra) channel. The ra lead was a non-boston scientific product. The physician was planning a lead revision. Prior to the procedure the field representative was unable to recreate any noise and impedances were decreased a little. Boston scientific technical services (ts) discussed signal artifact monitor (sam) and minute ventilation artifact. The decision moving forward with a lead revision or reprogramming the device was the physicians discretion. No additional adverse patient effects were reported.